Event description:
Caller reported that pump became hot to touch while it was charging, although no temperature alarms were recorded. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.